Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The perclose proglide (part 12673-03, lot unk) indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not provided; therefore, a review of the device history record could not be performed.

Manufacturer narrative:
(B)(4). Indication for use. In this case, there was no reported product deficiency. It was reported that the fox plus pta catheter was used to open the femoral artery after the back wall had been captured by a perclose suture. The fox plus instructions for use states that the fox plus pta catheter is intended for dilatation of lesions in femoral, renal, iliac, popliteal, peroneal and profunda arteries and native or synthetic arteriovenous dialysis fistula. As the intended dilatation target was not a lesion but rather a sutured artery, this reported improper use may have contributed to the reported dissection as the suture was pulled out. Although a conclusive cause for the reported dissection and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified femoral artery after a carotid stenting procedure. Reportedly, after closing the target groin, the patient lost leg pulse. An ultrasound revealed the suture went through posterior plaque and captured the back wall. A balloon dilatation was performed using a fox plus balloon catheter and during inflation; the suture was pulled out causing a dissection. An absolute stent was used to successfully treat the dissection. There was no adverse patient sequela. Though requested, no additional information was provided.